Event description:
It was reported that on a cath lab table, outside patient anatomy, the physician used an armada 35 6.0 x 40mm x 80cm balloon to demonstrate the performance of the balloon. The device was advanced through a 5 french non-abbott sheath, during which, resistance was encountered and force was applied to advance the balloon. Then, the armada 35 balloon was inflated and during deflation with a syringe, the physician felt that the deflation was slow. During retraction of the deflated balloon through the 5 french non-abbott sheath, resistance was encountered and was retracted only by applying strong force on the balloon. The same armada 35 balloon was advanced through the non-abbott sheath, inflated and deflated, and retracted from the non-abbott sheath with the same issues occurring again (advancement and retraction very difficult with force needed to push/pull the balloon catheter, also slow deflation time). A third attempt using the same armada 35 balloon and the same non-abbott sheath showed the same issues again. A non-abbott balloon was then attempted with the same non-abbott sheath and was able to be advanced and retracted without issue and the physician was satisfied with the deflation time. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.